Event description:
The patient was implanted with a left ventricular assist device (lvad). The manufacturer obtained information through the device tracking system indicating that the patient had expired due to multi-system organ failure.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.